Manufacturer narrative:
The manufacturer previously reported information in reference to the patient alleged visualization of particles. No health consequences were reported. In section b, outcomes attributed to ae; was incorrectly marked as "other." There was no adverse event associated with this report thus no ¿outcome attributed to ae¿ should have been selected. This issue was a product problem only.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned.